Event description:
I used the (B)(6) kinesiology athletic tape on my shoulders, knees, and back over this past weekend. A couple of days later (yesterday), I developed blisters and torn skin where the tape was placed. Some have scabbed over, and now there are new blisters. I have psoriasis, and I am afraid this is going to cause a flare up.